Event description:
The senior medical affairs specialist mailed a letter since the pt could not be reached. In 2004, the pt contacted lfs alleging that their one touch ultra meter would not power on. 4 days ago the pt reported that they had been experiencing blurry vision, heavy pressure in their eyes, and feeling nervous. They had been unable to test and had decided to visit their physician's office. A result of 267 mg/dl was obtained on the hcp meter. They were treated with two glucophage tablets at the clinic. Prior to calling lfs the pt had replaced the meter battery and the issue was resolved. The customer service representative walked the pt through resetting the meter and calibration code. The csr walked the pt through a control solution test and the result felt within specifications. The crs also walked the pt through a blood glucose test and the meter read 346 mg/dl. Based on the information supplied by the pt, there is no indication that the product malfunctioned or that the event meets the criteria for a medical device reportable. The pt did not allege harm. However, there is information to suggest that the pt experienced injury and medical intervention due to possible use error. The pt had elevated symptoms, elevated blood glucose level, and was treated accordingly at the clinic. As a result of the power issue, the pt delayed self-treatment. No products were replaced.